Manufacturer narrative:
Additional information was added to d8 and h3. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lm final investigation. The lm reviewed the customer provided cds checklist and no deviation was confirmed in the reprocessing procedures from the instructions for use (IFU). The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU (cleaning/disinfection/sterilization): testing methods for accessories in section 2: functioning and inspection of accessories used in reprocessing. Cleaning agents and reprocess methods that can be used in chapter 3: applicable reprocess methods and chemical agents. Reprocess procedures in "chapter 5: reprocess of endoscopes (and accessories together).". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for fungus on both the first culture taken on (B)(6) 2024, and the second culture taken on (B)(6) 2024. No abnormalities were found in the suction button, air/water supply button, and forceps plug. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.